Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic where fluoroscopic imaging revealed externalized conductors noted on the right ventricular lead. The patient is scheduled for lead replacement procedure in march. The patient¿s condition was stable.

Manufacturer narrative:
Correction: the previously reported recall and recall number was erroneously omitted in initial MDR; recall should be selected and recall number should be added.